Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to reoccurring incontinence from a very tight distal cuff placement back in 2002, the patient had his artificial urinary sphincter (aus) cuff removed and replaced. A new 5.5 cm cuff was implanted at this time, but was not connected to the system. The physician implanted the cuff to retain access behind the urethra. The physician felt that the section of the urethra proximal to previous distal cuff placement was over dilated and opted to revisit/re attempt a larger cuff placement and complete functioning aus system implant after the patient heals in the future. Should additional information be received a supplemental report will be submitted.